Event description:
Physician was treating an in-stent restenosed lesion. Placement of coronary wire went between the stent struts. Cutting balloon (cb) was also positioned between the stent struts. After 2 successful inflations, physician found it difficult to remove the cb. Eventually cb was removed. Upon inspection of the balloon, physician noticed that the stent had dislodged and was attached to the cb. Pt did not require further surgery. A new stent was placed.